Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the time and date were different in the meter and pump. This complaint is being reported because the reported issue was not resolved and troubleshooting could not be completed. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the meter was not returned with the pump. The black box started on (B)(4) 2015; due to continued use of the pump, the black box and history for the complaint have been overwritten. The current pump history showed no evidence related to the complaint. There were no errors, alarms or warnings during the investigation and the pump passed a time test. The pump was able to maintain time/date settings 0 sec accuracy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.